Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported the probe did not actuate or cut in the middle of the procedure. The blade was stopping and abnormal sound occurred. The condition of aspiration is unknown. The surgery was completed after replacing the product with another one. There's no patient harm.

Manufacturer narrative:
Additional information provided one opened probe was received with a tip protector, in a tray with other items, for the report of cutting failure and abnormal sound. A second probe still connected to the cassette was also received. Per communication from the complaint originator, this sample is not part of the complaint. The returned sample was visually inspected and found conforming. The sample was then functionally conforming for actuation, aspiration and cut. The sample was found conforming for actuation and aspiration and was non-conforming for cut. No noise was observed during the actuation or aspiration testing. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, cutting edge and several other locations along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there is one additional complaint associated with the component lots for the reported issue. The complaint evaluation did not confirm that the probe had abnormal sound. The evaluation did indicate that the probe had a cut issue. The most likely root cause for the poor cutting is the observed damage/wear to the inner cutter of the probe. A damaged/worn inner cutter can cause the cutter function to become poor or to not function at all. How and when the inner cutter of the probe became damaged/worn cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because an abnormal sound was not confirmed and the exact root cause for the cut issue cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).